Event description:
It was reported that the patient underwent a revision surgery after nine polaris screws were found to have disassembled and one set screw was found to have migrated postoperatively. The screws and set screw were removed and replaced with alternates to complete the case. There were no additional patient impacts reported. This is report sixteen of seventeen for this event.

Manufacturer narrative:
Added information to d4: unique identifier (UDI) number, h4, h6: type of investigation, investigation findings, investigation conclusions, and h7. Corrections made to h3 and h9. This follow-up report is being submitted to relay additional information. The complaint is confirmed for 15 returned translation screws for the reported failure of trolley failure due to reaction with spf, allowing the screws to disassemble in-vivo. The dhrs were reviewed. There are no indications of manufacturing issues that would have contributed to this event and the screws were likely conforming when they left zimmer biomet¿s control. The associated IFU was updated and the user was notified. An internal CAPA is investigating the cause.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00415 to 3012447612-2020-00425 and reference reports 3012447612-2020-00515 to 3012447612-2020-00515.

Event description:
It was reported that the patient underwent a revision surgery after nine polaris screws were found to have disassembled and one set screw was found to have migrated postoperatively. The screws and set screw were removed and replaced with alternates to complete the case. There were no additional patient impacts reported. This is report sixteen of seventeen for this event.